Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) failed to perform interrogation, which was thought to have been due to the ipg approaching end of life (eol). The ipg was explanted and replaced. During the replacement procedure of the ipg, pacing system analyzer (psa) measurements taken showed the right atrial (ra) lead to have low impedance. The ra lead was capped and remains in the patient; a ventricular lead was then added. No patient complications have been reported as a result of this event.